Manufacturer narrative:
The connector portion of the lead was returned for analysis. Visual inspection found damage consistent with procedural damage and the s-curve hump height was unable to be measured. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of dislodgement and inadequate capture were not confirmed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, an increase capture threshold was noted on the left ventricular (lv) lead. X-ray examination found the lv lead dislodged. The lv lead was attempted to be re-positioned; however, it was accidentally damaged during the procedure. Instead, the lv lead was explanted and replaced. The patient was stable.